Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needl had difficulty moving the plunger. Report 3 of 3. The following was received by the initial reporter: consumer reported, she was able to draw up her insulin but when she tried to take the injection, the "stopper" became stiff and shifted inside the barrell making it difficult to push the plunger rod. Stated, only a small amount of insulin went into the injection site stated, the first unit marking on the barrel various between syringes. Stated, she is concerned with drawing up too much or too little insulin due to the inconsistencies with scale markings.